Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient had loss of therapy. The patient still feels stimulation but has a return in pain. Related issues trauma, fall and no medical tests. Could not troubleshoot lack of access to product. Redirected patient to follow up with health care professional (hcp). No further patient symptoms or complications were reported in this event. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.